Manufacturer narrative:
Other, other text: h6) additional information was received indicating that the event occurred during routine preventative maintenance; there was no patient involvement. Device evaluation: one device was returned. The device was received with all labels still intact. Visual inspection, the right plunger case was cracked. As a result of checking the log, it revealed primary audible alarm. Unable to duplicate the primary audible alarm. Unable to determine the intermittent of the error. As preventative measure, the speaker and interconnect board were replaced.

Event description:
It was reported that a primary audible alarm was experienced.

Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with a cracks on the right plunger case. Event log history was performed and indicated that primary audible alarm was recorded in history. During analysis, the reported issue was unable to be duplicated. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown. Service replaced speaker and interconnect board for preventive.